Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field for evaluation. A review of the downloaded software flag files on the day of the event was completed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The review of the software flag files did not suggest a device malfunction. Post-shock asystole is a known potential outcome of defibrillation. There is no indication of a device malfunction. Device manufacture date: monitor sn (B)(4): 10/13/2011. Electrode belt sn (B)(4): 01/29/2016.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2017 while wearing the lifevest. It was reported by the patient's physician that the cause of the patient's death was sepsis. The patient was in the hospital at the time of passing. Prior to passing, the patient received one appropriate defibrillation. The lifevest detected an arrhythmia (vf) at 13:21:46 on (B)(6) 2017. The lifevest deployed gel and delivered a treatment at 13:22:23. The post-shock rhythm was asystole. The patient remained in asystole following the treatment. Asystole is considered a non-treatable rhythm. It was reported that the hospital staff was present at the time of the treatment event. The response buttons were not pressed during the treatment event. It was also reported that hospital staff performed CPR on the patient for an hour without success. The electrode belt was disconnected at 13:24:31. The rhythm at the time of electrode belt disconnection was asystole with CPR artifact. The patient passed away at approximately 2:00 pm. Post-shock asystole is a known potential outcome of defibrillation.